Event description:
An infusion pump with failure codes 33, 2b, and 50. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.